Event description:
Pt had balloon leaks in 2 intra-aortic balloons that had been inserted. The first balloon was discontinued due to loss of pulses (at that time the balloon was noted to have a leak). The second balloon leaked, and the leak was readily apparent due to blood being noted in the tubing. Both balloons were in place at least 24 hours before each leak event. The pt was noted to have a very tortuous and calcified aorta. Both balloons required intervention to discontinue to prevent further complications.